Event description:
It was reported that following initial vns implant the patient experienced a difficult recovery. He developed an infection and couldn't swallow or eat. The patient reportedly was in and out of the hospital due to these issues. A review of manufacturing records confirmed that the device was sterilized prior to distribution. No additional relevant information has been received to date.